Manufacturer narrative:
Product eval: the product was returned for analysis; the reported complaint could not be verified, the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. The product was returned and damaged was observed. The lens was returned wrapped in a wet foam like substance. Product history records were reviewed and all documents indicate the product met release criteria. An unapproved viscoelastic was used. Root cause: while we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Due to the condition of the returned sample, the damage is potentially related to customer handling. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2011 by fax and mail. A completed questionnaire was received on (B)(4) 2011. (B)(4). This report was mailed to FDA on: (B)(4)2011. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to unplanned myopia. In a f/u, it was reported that it is unk whether or not the iol caused/contributed to the event. An unapproved viscoelastic was used during the implant procedure.